Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a failure of the circuit (dp) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during the unknown procedure, the image disappeared on the visera elite ii video system center, and there was a problem with the serial digital interface (sdi) output signal causing "some" delay in the procedure. The intended procedure was completed with another similar device, and neither the patient nor the procedure were affected. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the serial digital interface (sdi) output image disappeared due to a defective printed circuit board. The device evaluation also found the battery on the printed circuit board had run out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.